Event description:
It was reported that the user experienced hypoglycemia after taking a walk on a hot day when already near the lower end of target; the lowest recorded glucose was 59 mg/dl and the event was self-managed with three glucose tablets, with glucose rising to 65 mg/dl by the end of the interaction. Symptoms included distraction and reduced focus. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy beyond oral glucose. Investigation included internal review of the event details and troubleshooting with user education. Investigation of this case revealed no device malfunction and a likely physiologic cause related to activity while glucose was trending low. It was concluded that the event was related to hypoglycemia with cause unclear and not device related. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.